Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector and the white twist clamp separated from the main body. A visual inspection with the naked eye and magnification noted a hole in the silicone tubing located at the occluder feet and one broken occluder foot. Functional testing including clear passage testing was performed with no issues noted. Leak testing noted a leak from the hole in the silicone tubing. Clamp function testing was unable to be performed due to the returned condition of the sample. The reported conditions were verified. The cause of the broken occlude feet and hole in the tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a peritoneal dialysis (pd) transfer set was damaged, and a leak was discovered from the tubing. These issues were observed while using the device for peritoneal dialysis therapy. To resolve this issue, the patient received antibiotics as prophylaxis treatment, and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.